Manufacturer narrative:
(B)(6).

Event description:
It was reported that difficulty removal occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 200cm, 8cm v-18 control wire guidewire was advanced to treat the lesion. However, during the procedure, it was noted that the tip was bent along with the entire micro catheter, and it could not be removed. The procedure was completed with a different device. No patient complications were reported.